Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed. In addition, the power supply was disassembled. The power supply required replacement. The probable cause of the malfunction was related to wear and tear. The investigation is ongoing. Therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the evis exera iii video system center has a defective power due to water spill. The event occurred during preparation for use and a similar device was used to complete the operation. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over eleven (11) years, since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified. However, it is likely, that water spilled on the device led to the malfunction. Resulting in the defective power issue. Olympus will continue to monitor field performance for this device.